Event description:
General report received of an unspecified number of undocumented incidents of inadequate suction. At unspecified times while in use on pts, it was reported that it was not possible to build up high pressures above 120-180 mmhg. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Devices are expected to be returned for investigation. They have not yet been received. The customer indicated that the device was discarded. The catalog number provided is the international list number that was involved in the reported event which is comparable to the domestic list number 43056. The domestic list number has a common device name of 80gcx and is exempt.